Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed and insulin delivery was resumed.

Manufacturer narrative:
Device not returned.